Event description:
It was reported to philips that the host pc failed to boot up, which would prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, fse identified that the system was failing to start properly, resulting in blank monitors in the exam room, and determined that new licensing files were required. Fse created the new license file and reloaded the license in the host pc. After reloading the license, the system was returned to use in good working order.